Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: it was reported, the user confirmed the package was intact, then opened the package of an ncircle tipless stone extractor and took out the device and tested the basket by opening and closing while found that the basket handle was broken. This observation was made prior to patient contact. The customer provided a picture of what appears to show the outer support sheath broke. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), instructions for use (IFU) and a functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in open package with label. A visual exam noted the basket sheath is split at the handle, exposing the cannulated handle and coil. The exposed coil is offset in a few locations. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, was reviewed and provides the following information to the user: 'precautions: do not use excessive force to manipulate this device. Damage to the device may occur.' 'How supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the user confirmed the package was intact, then opened the package of an ncircle tipless stone extractor and took out the device and tested the basket by opening and closing while found that the basket handle was broken. This observation was made prior to patient contact. The customer provided a picture of what appears to show the outer support sheath broke the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.